Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was not feeling well the day prior to the call after the procedure. The patient reported that they felt nauseous and tried to throw up, but could not. The caller also mentioned the patient being in pain, but did not state where the pain was. The patient reportedly takes anxiety medication to help with anxiety and nervousness and at the time of the call the patient was very nervous with having the 2 leads for stimulation. The caller indicated that the patient's main concern is bladder pressure and pain as well as not emptying their bladder completely. A second call with the consumer determined that the patient was doing a right side and left side trial with 2 enss and 2 controllers. The caller reported that the patient had done both sides separately and now wanted to try both sides simultaneously. The consumer then reported that one of the "enss tripped out" overnight and they had to change the batteries in both enss and in both controllers and now neither one was working; this was clarified to mean that the controllers could not find the devices. During troubleshooting the caller encountered error code 13 or 15 and the caller was advised to try removing and replacing the batteries again. The caller was able to get the left side working and "it found the device," but not the right side. During additional troubleshooting the consumer received a call from the manufacturer representative (rep) who assisted the patient with pairing and then caller then confirmed that both sides "are live now both are working." The device issues were resolved at the time of this report, but patient status is unknown at the time of this report. There were no further complication reported or anticipated.